Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged inaccuracy began approximately 7-10 days prior to contacting lfs. During the follow-up call, the patient claimed he began to obtain morning fasting readings in the ¿180s and 190¿s mg/dl¿ range, when he normally tests ¿90-120 mg/dl¿. The patient stated that after meals his blood glucose is typically in the ¿280¿s mg/dl¿ range and was obtaining readings in the ¿300¿s mg/dl¿. The patient informed the mss that he tests his blood glucose 3x/day and manages his diabetes with insulin. The patient stated that he takes a set dose of levemir insulin at bedtime and takes an adjusted dose (based on meter readings) of humalog insulin 80 minutes after his meals. The patient confirmed he did take a slightly higher dose of humalog insulin in response to the elevated results. On an unspecified date/time, after the issue started, the patient reported developing symptoms of feeling weak, dizzy and sweaty; symptoms he associated with a low blood glucose. The patient reported that at the onset of symptoms he would test his blood glucose and obtain a reading in the ¿100¿s mg/dl¿, which did not correlate with his feelings. The patient confirmed that he treated himself with food and/or drink in response to the symptoms. At the time of troubleshooting, the patient reported that the test strips used appeared in good condition, were not expired or past their discard date. The patient did not have control solution available to test the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/14/2013). The patient¿s meter and test strips have been returned on 11/1/2013 and 11/8/2013, respectively, and evaluated by lifescan product analysis on 11/5/2013 and 11/14/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not reproduced. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to be expired. The retain test strips also passed all testing. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.